Event description:
It was reported that the customer was hospitalized for dka. The spouse stated that the customer had ketones and hbgs prior to the event. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. The spouse had called back and stated that the auto off alarm occurred. It was indicated that the contact was assisted with turning that feature off. In addition, the occlusion test was performed and the pump passed.